Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited increased impedance after tying down the lead. After the procedure ended, the lead exhibited another increase in impedance. Cine imaging revealed that the lead helix had retracted back into the lead. A lead revision was performed and the helix was re-deployed. Patient was stable.